Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device has not been returned at the time of this report. A device history record investigation did not show issues related to complaint. A record assessment (fmea) was conducted, and no changes required. Corrective actions cannot be established at this time as it is necessary to receive the device involved in order to perform a proper investigation, confirm the alleged defect, and determine a root cause. Customer complaint cannot be confirmed. The root cause is unknown at this time. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The customer alleges the "humidity light on the panel stays on and will not disappear". The reported defect was detected prior to use, however it was in the clinical setting. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. Based on the investigation performed, the reported complaint could not be confirmed. Functional testing did not reveal any operational anomalies.

Event description:
The customer alleges the "humidity light on the panel stays on and will not disappear". The reported defect was detected prior to use, however it was in the clinical setting. There was no patient involvement reported.